Manufacturer narrative:
Results: sample evaluation: one loose 5ml syringe was received by bd canaan and reported to be from unknown batch. The sample was visually evaluated. The syringe had distorted stopper and loose piece of plastic in fluid path. The loose piece of plastic appears to be from damaged barrel flange. The barrel flange has missing plastic piece approximately the same size as loose piece of plastic observed in the fluid path. A review of the device history record could not be performed as a lot number was not provided for this incident. Based on the sample evaluation: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while moving the stopper on a bd plastipak¿ 5ml luer-lok¿ syringe, "plastic particles" were found inside. The particles were found prior to use. No report of injury or medical intervention.